Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarm) was confirmed. Upon investigation the pulse wire in the cable that connects the distribution node to the rear therapy electrodes was open. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.